Event description:
The patient reported this insulin infusion device was beeping and the screen was displaying "---." The patient instructed to remove the battery and insert a new one which resolved both issues. The patient stated he was aware of the recall but wasn't sure if this was a recalled battery. He stated he could not find the lot number of expiration date on the battery. He said the battery had been in use at least 2 weeks but was unsure how much longer it had been in use. The patient did not report blood glucose concerns related to the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.